Manufacturer narrative:
D2: additional product codes- eob, eoq, fgb, gcj, nwb. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image on the visera elite video system center went black during preparation for use in a cytoscopy procedure. The image returned after rebooting with another connected scope. There was no patient injury associated with the event nor any reported medical intervention.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.